Event description:
Patient reported that their pump was experiencing a malfunction, specifically showing a code malf 16-0x20e6, which required frequent restarting and created inconvenience when power sources were unavailable. There was no adverse impact to her blood glucose level. Patient reached out for software support to address the pump's recurring issue.